Event description:
Customer reported via phone, she removed the battery and when she reinserted it, the insulin pump counted up from five then it alarmed button error. Customer's blood glucose was 258 mg/dl. Customer stated, the device was exposed to moisture as he had the device in his front shirt pocket and it started to rain, but it was briefly exposed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons and it alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.